Event description:
It was reported that the external pulse generator was unable to pace the heart rhythm. It was noted that the biomedical engineering department detected no values out of range. It was further requested that it receive its test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. (B)(4).